Event description:
Information received indicates the brake/steer function is not working.

Manufacturer narrative:
The technician found the rocker link was broken and the connecting rod bent. The technician replaced the rocker link, connecting rod and associated hardware to repair the bed.